Event description:
The patient was implanted with a left ventricular assist device (lvad), along with tricuspid valve replacement (tvr). It was reported by the vad coordinator that the patient's pacer wires were pulled with patient having an inr of 3.2. The patient then had a tamponade which resulted in the patient to returning to the operating room for bleeding. Twelve days later, the patient's inr returned to 1.8. The patient had a colonoscopy and a few days later he experienced a gi bleed. The patient was discharged a few days later to another hospital where a single endocytoscopy was performed; however, they were unable to do anything. The patient was readmitted to the implant center and had a distal small bowel resection and intra-op appendectomy. The patient developed an abdonimal wound with infection which was treated with antibiotics. A week later, four liters of blood "was dumped" from the patient's stool and the patient received 5 units of blood. A CT angiogram was performed, followed by ir for coil. It was reported that the patient is being monitored with antibiotics due to the wound infection, and his inr is also being monitored for bleeding. The patient remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.